Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 19mm 3300tfx aortic valve, implanted in pulmonary position, underwent a valve-in-valve procedure after an implant duration of approximately 3 years and 4 months due to stiffness of the valves leading to stenosis. The patient presented with short of breath, dizziness and syncope/fainting before the procedure. A 23mm sapien 3 valve was successfully implanted within the edwards surgical device. The patient was discharged home.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a (B)(6) valve, implanted in pulmonary position, underwent a valve-in-valve procedure after an implant duration of approximately 3 years and 4 months due to stiffness of the valves leading to stenosis. The patient presented with short of breath, dizziness and syncope/fainting before the procedure. A (B)(6) valve was successfully implanted within the edwards surgical device. The patient was discharged home.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards received notification that a patient with a 19mm 3300tfx aortic valve, implanted in pulmonary position, underwent a valve-in-valve procedure after an implant duration of 3 years and 5 months due to stenosis. As reported, the valve leaflets were stiff and stenotic. The patient presented with short of breath, dizziness and syncope/fainting before the procedure. A 23mm sapien 3 valve was successfully implanted within the edwards surgical device. The patient was noted as to be discharged home after the procedure.

Manufacturer narrative:
Updated sections h6 (investigation findings, investigation conclusions) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.